Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, the consumer reported via the manufacturer representative that she was receiving intermittent stimulation from the device. The patient also mentioned that the battery was not depleting despite constant use. The patient noted she had neck surgery in (B)(6) 2018 and thought that might have affected the device. The patient was going to meet with the representative on (B)(6) 2018. The issue was not resolved at the time of the report. The indication for use was non-malignant pain. On (B)(6) 2018, additional information was received from the manufacturer representative (rep) reporting that the patient was experiencing intermittent stimulation. It was indicated that the reported therapy concern was not related to positional movement. The rep stated that the battery was not depleting. The patient was claiming that they were getting intermittent stimulation. The rep also indicated that the patient had neck surgery in march and used a bone growth stimulator and had a second neck surgery when they did not use the bone growth stimulator. The following recharging information was from the clinician programmer: 6/30 duration 0.0 hours 75% 6/20 duration 0.8 hours 100% 6/11 duration 1.4 hours 100% 6/2 duration 1.5 hours 75% 5/30 duration 1.2 hours 50% 5/19 duration 1.8 hours 75% the current programming is: p1 300us 60hz 1.8v group imp: 376ohms 6 7 12 13 p2 430us 60hz 2.2v group imp: 383ohms 0 1 6 7 use % 63 the estimated recharge interval was 20.38 days. The rep provided the following impedances from the clinician programmer at 0.7v. Ref 0: 1 889ohms 6 686ohm 7 785ohms ref 12: 6 793ohms 7 778ohms 13 919ohms no values were above 1100ohms. The lead was places at t7. The rep stated the patient had not had a fall and the patient did not think that the change in stimulation was related to a specific position or activity. It was reviewed the possibility of having an x-ray done to check the lead and potential other issues that could be checked. No symptoms were reported. The event date was not asked. It was indicated that the rep had previously submitted a report on this event. On (B)(6) 2018, additional information was received from the rep, reporting that troubleshooting that was performed related to the in indicated stimulation was they called technical services and went through every possible system check via the clinician programmer and no irregularities were discovered. The patient stated that the change in stimulation happened after their most recent neck surgery in (B)(6) 2018. The intermittent stimulation was not resolved. However, no irregularities were discovered with the battery or the leads. The stimulation was working properly while the rep was with the patient. It was indicated that the provided information had not been confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had problems with the unit ever since it was put in. The patient said it was not helping their symptoms. The patient said the manufacturer representative (rep) could not get it to line up to do her any good. The patient also reported she was getting her body shocked when she put the programmer on and turned the programmer on to let it sync up. The patient said that the rep and hcp did not know why it was doing that. The patient shut the stimulator off. The patient noticed that she shut the unit down to zero on all programs and had it turned off for a while. The patient said it was still depleting in charge and it was a little over half charged 5 days ago and it was at zero now and the battery had no power. It was reviewed that the battery still depleted even when the ins is off. The patient wanted to reach out to a rep. A rep was contacted. No further complications were reported.